Manufacturer narrative:
On 07/12/2016 a medtronic representative, following-up at the site, reported that the damage consisted of the articulating arm not locking using the locking ring to keep the arm stable and in place. Return requested for suspect articulating arm on 07/08/2016. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.